Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. The risk review performed for the intellamap orion catheter device confirmed that the event of pericardial effusion is a known inherent risk of device. It was also confirmed that the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. There is no evidence that the device was used in a manner inconsistent with the labelled indications/IFU.

Event description:
It was reported that during a pulmonary vein isolation procedure using a intellamap orion catheter the patient experienced a pericardial effusion. The physician was searching for right superior pulmonary vein (rspv) when the catheter went through the roof of the left atrium. Effusion was suspected from mapping and pericardiocentesis was performed. The patient did not stop bleeding and had to be transferred to another hospital for surgery. The procedure was cancelled. The device has been discarded.

Manufacturer narrative:
UDI related data quality updates only this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #. It was indicated that the device will not be returned for evaluation. The risk review performed for the intellamap orion catheter device confirmed that the event of pericardial effusion is a known inherent risk of device. It was also confirmed that the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. There is no evidence that the device was used in a manner inconsistent with the labelled indications/IFU.

Event description:
It was reported that during a pulmonary vein isolation procedure using a intellamap orion catheter the patient experienced a pericardial effusion. The physician was searching for right superior pulmonary vein (rspv) when the catheter went through the roof of the left atrium. Effusion was suspected from mapping and pericardiocentesis was performed. The patient did not stop bleeding and had to be transferred to another hospital for surgery. The procedure was cancelled. The device has been discarded.